Manufacturer narrative:
Eua no: (B)(4). On october 10th, a provider from (B)(6) reported multiple false positive results while using our 3-in-1 poc tests. Approximately half of a 25t box from batch number us2429810 was used. Investigation summary: a review of the complaint history showed no adverse trends related to this issue. The device history record (DHR) for lot us2429810 was reviewed, and no discrepancies were found. Retention samples were tested, and all results met qc release criteria. The false positive rate was within the expected range, and the root cause could not be determined at this time. We will continue to monitor the trend closely.

Event description:
On october 10th, a provider from (B)(6) raised a complaint regarding multiple false positive results observed while using cordx tyfast flu a/b & covid-19 multiplex rapid test poc tests. Approximately half of a box of 25t tests from batch number us2429810 was used. Multiple tests showed positive results for both flu a and flu b, even in asymptomatic patients. Some tests showed simultaneous positive results for flu a/b and covid-19.